Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all pt, event and device information davol has rec'd to date. Currently, it is unk whether or not the device may have caused or contributed to the event based on the information currently available. Furthermore, no product has been returned nor has a specific product problem been reported. No conclusion can be drawn at this time.

Event description:
In 2005 - bard composix kugel mesh product ws implanted into pt. On (B)(6) 2011 - unspecified location of pt pain was reported, x-ray did not reveal a cause. Pt is considering consulting with another surgeon to have the mesh removed.